Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A field service engineer (fse) determined the repair could not be completed and contacted helmer support. The issue was escalated, and a helmer technician was scheduled for dispatch. No parts were replaced, and the problem remained unresolved, with the facility utilizing a temporary refrigerator for medication storage.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator water was pooling inside the refrigerator. Water was dripping from the top of the refrigerator and pooling on the shelf. However, there were no delay, adverse events or injuries reported based on this event.